Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Additional information: d10, h3, h6 as received, a complete lead was returned in one piece. Visual inspection found a full breached insulation degradation adjacent to the connector boot exposing the outer coil. Other damages found were consistent with procedural damage. The reported event of insulation damage was confirmed. The cause of the reported event was isolated to full breached insulation degradation. Actions have been taken to prevent reoccurrence

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, insulation damage was noted on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.